Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. The reported physical resistance and difficult to remove the device from the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficult to remove and physical resistance appears to be related to patient anatomy. The reported patient effects of intimal dissection, death, hypotension, perforation, shock and tissue damage were due to procedural conditions. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this case of grade 4 degenerative mitral regurgitation, the patient had previous transcatheter aortic valve implantation, epidural hematoma and the transseptal puncture was low due to the position and anterior side of the fossa. The challenging anatomy led to procedural complications with chordal entanglement and hemodynamic compromise leading to cpb followed by the placement of an intra-aortic balloon pump. After stabilization, the patient was sent to surgery and an aortic arch dissection and perforation were observed. The dissection and perforation were treated with sutures. The clip location was not confirmed by an open left atrium (la), so the la was sutured. The procedure was aborted and no clips were implanted. The patient was sent to the intensive care unit with intubation and died the same day due to hemorrhagic shock and the bleeding from the aorta dissection. The physician stated that previously implanted tavi damaged the aorta during heart massage and caused the bleeding. Death was not related to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1333 labeled 1914 labeled 2001 labeled 2072 labeled 2104 labeled device codes: 1528 labeled 1157 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued from b5: the cds was removed with the clip attached by using fluoroscopy and transesophageal echocardiography (tee). After the support device was retraced from the left artery, the sgc was removed from the left femoral vein and the incision was sutured. A clinically significant delay in the procedure was noted. The patient was stable and medication was administered. The patient was sent to the intensive care unit (ICU) with intubation, but died the same day due to hemorrhagic shock and the bleeding from the aorta dissection. The physician stated that previously implanted transcatheter aortic valve implantation (tavi) damaged the aorta during heart massage and caused the bleeding. No additional information was provided. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, tissue damage, intimal dissection, perforation, surgical intervention and a death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc). Due to the small left atrium, the straddle position was not achieved; therefore, the tip of the clip was inserted in the pulmonary vein and the straddle position was achieved. The cds was steered down to the mitral valve, but the clip moved into the left ventricle unexpectedly. The clip was inverted and retracted back; however, the gripper arm became caught on the chordae. Troubleshooting was performed and the clip was retracted to the left atrium. The clip then moved back into the left ventricle and became stuck in the chordal of the posterior mitral leaflet. Troubleshooting was performed but failed, and a chordal rupture occurred. The cds pushed the anterior mitral leaflet and acute mr due to the chordal rupture. The sgc was turned to anterior and the clip was freed from the chordae. The blood pressure decreased and heart massage and chest compressions were started. The patient was treated with an intra-aortic balloon pump (iabp). The blood pressure returned to 70-80. The devices were left in place and the patient was sent to open heart surgery. During surgery, an aortic arch dissection and perforation were observed, and treated with sutures. The clip location was not confirmed by an open left atrium (la), so the la was sutured.